Event description:
It was reported to boston scientific corporation that a damaged jagwire guidewire was returned for investigation. Investigation of the returned guidewire revealed that the tip detached, making this a reportable event. Attempts to obtain follow up information have been unsuccessful to date. If additional information is received a supplement MDR will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. (B)(4) for the reported event of probe detachment. A visual examination of the returned guidewire revealed that the distal tip coating had detached, exposing the tip of the corewire, as well as kinking. Presence of adhesive remnants was noted on the corewire indicating that the pebax was properly attached to the corewire. The outer diameter of the guidewire was measured and found to be within specification. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failures. Therefore, operational context is the most probable root cause for this incident.

Event description:
It was reported to boston scientific corporation that a damaged jagwire guidewire was returned for investigation. Investigation of the returned guidewire revealed that the tip detached, making this a reportable event. Attempts to obtain follow up information have been unsuccessful to date. If additional information is received a supplement MDR will be filed.